Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: fatigue and blurred vision. A patient reported there were no information. Their meter allegedly would only prompt message "insert strip". A meter malfunction. The result on their meter was unable to test. No comparison. No treatment. No further information has been reported.